Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the device did not work properly. Further information was provided that the needle got twisted and broke. Per complaint reporter there was no harm for patient, operator or third party. No further information was provided. Update 15-sep-2025: it was confirmed that the failure occurred during an anterior cruciate ligament surgery. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Because the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. The most likely cause for the reported failure can be attributed to misuse. Per dfu-0392-sub, "to help avoid needle breakage and potential patient injury: do not re-sterilize or reuse the scorpion suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid "dry" repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function."